Event description:
Doctor had difficulty implanting lens completely. The lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4), model 231. Unique device identifier (UDI) number has been added. Initial category: this was a user error and not a complaint. Initial MDR report was submitted due to patient contact.

Event description:
The doctor had difficulty implanting lens completely and lens had to be explanted.